Manufacturer narrative:
H10: the device was returned for evaluation. The evaluation identified the alleged defective component issue. The root cause could not be determined at this time. The device was labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is 1 year old and weighs 8 kgs. The gender was not provided.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The device was returned for evaluation. The investigation was confirmed for device dislodged/dislocation and defective component. The root cause could not be determined at this time. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter allegedly experienced a defective component and dislocation. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is 1 year old and weighs 8 kgs. The gender was not provided.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter allegedly experienced a defective component. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is (B)(6) years old, (B)(6) kgs, and gender was not provided.